Event description:
It was observed that during the device evaluation, the thunderbeat exhibited he tissue pad in the grasping section was worn away and the coating of the grasping section (jaw) was partially peeled off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause could not be determined but appears to be linked to stress and wear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.